Event description:
Dr repaired an aneurysm of the right common iliac using an end to side anastomosis, with a 16 x 8 bifurcated vascular graft and suture. Pt's blood pressure dropped significantly in recovery. The pt went back to the or where it was discovered that the proximal suture was used to repair the anastomosis. Pt subsequently died 4 or 5 days later.

Manufacturer narrative:
B7- all info in this item is based on correspondence written by the surgeon and supplied to the MFR's rep. H6- (11) unused suture from the same lot was returned from the hospital for evaluation. H6- (26) straight and knotted tensile testing was performed on unused suture returned from the hospital. H6- (38) visual inspection was performed on the unused suture returned from the hospital. H6- (86) a lot number was provided. H6- (708) tensile test results and visual inspections all met pre-release specification requirements.